Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In 2003, the patient was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. Operative notes state that in 2006, the aneurysm sac was 5.9cm and grew to 6.4cm about 7 months later, and by 2007 the sac size was 7.0cm at which point the patient was converted to open repair. No endograft leak was noted and the cause of the aneurysm sac growth is unknown. In 2007, the gore excluder bifurcated endoprostheses was explanted via an open conversion.